Event description:
The account reported that a colonoscopy to ablate a "flat lesion in the transverse colon" with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator with endocut and argon model icc 200 e/a (p.n.: 10128-205), resulted in a re-bleed involving "2 cm ulceration with a small visible bleeding vessel at the site". A transfusion and another colonoscopy was required.